Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported gas loss issue. The fse ran the iabp for two hours and performed multiple autofills with no issues. The iabp passed all calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss during autofill. No adverse event was reported.